Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was broken and rails had broken off from the back of the unit after recent repairs. A field service engineer (fse) performed troubleshooting by reseating auxiliary connections and replaced the drawer controller board, pyxibus cables, and smart remote manager (srm) controller board, however, issues persisted. Fse collaborated with another fse, installed new pyxibus cables from main to aux and aux to srm, restoring drawer functionality, though srm detection issues continued. Fse then replaced the damaged main internal pyxibus cable, properly routed it to prevent future damage, and verified system operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station drawer rails had broken off from the back of the unit after recent repairs, and auxiliary matrix drawer 1 was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.